Event description:
Rptr had saline breast implants - mentor - in 1992. Within 5 mos the first one collapsed and within a year the second one collapsed. Rptr went to the surgeon who performed the surgery to verify. Rptr had spent a large sum of money to have this procedure done. Rptr was informed that they could be replaced, but wasn't sure if they wanted to go through that again only to have the same thing happen in a short amount of time. Rptr didn't see where the product was any different. The surgeon said they would not be harmful if left in the way they were, but needless to say rptr was very unhappy with the results. Rptr later went to two other physicians who recommended that they have the old ones removed whether replaced or taken out. Rptr was led to believe that mentor would pay a portion of the expense of having this surgery. They had been contacted one month prior. So they had plenty of time to respond. Based upon this info, rptr had them replaced only to find out later that mentor would not help pay expenses eventhough they knew the implants had collapsed within a year. Rptr would have made a completely different decision had they had this info prior to the surgery instead of being told they would cover costs and later backed down from this. Rptr feels like they were misled, lied to and that they were certainly financially taken advantage of by a large corp that puts out inferior products that will need to be replaced at extreme expense within a short amount of time. Again, they cost rptr thousands of dollars because they arbitrarily informed them that they would not pay any expense after rptr was told that they would.